Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the atw35 would not fire on the first firing. It was reported the device appeared to be in the lockout mode. The device was reloaded with another cartridge and the same difficulty occurred.

Manufacturer narrative:
H6; bent lockout tab. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results. Visual inspections & results: batch number, k0152r; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansim, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly.